Event description:
It was reported to boston scientific corporation that an anterior pelvic floor repair procedure "several months ago" (exact procedure date unknown) using an uphold vaginal support system "was performed successfully without issue." Immediately post-procedure, the patient complained of leg and buttock pain. The physician took the patient back in and released the right mesh leg of the device and she was kept overnight for regular post-operative recovery. Following the procedure, the patient was seen by a different physician at a separate facility (date unknown), who diagnosed the patient with a sigmoid vaginal fistula as well as diverticular disease. This second physician suggested that the sigmoid may have been nicked during the initial procedure with the uphold vaginal support system or capio device, which may have contributed to the fistula. The implanting physician was unable to conclude whether the placement of the uphold vaginal support system contributed to the fistula. A dr (B)(6) reportedly removed the uphold mesh assembly from the patient (date of removal unknown). "The patient is doing fine and that the complications from the uphold device have been resolved."

Manufacturer narrative:
The patient's exact age is unknown, but she is reportedly over 18 years of age. The device has not been received for evaluation. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that the uphold mesh assembly was removed successfully. Surgery was done at st. Francis hospital in indianapolis. The exact procedure details are unknown. The patient had some concomitant bowel problems including diverticulitis and precancerous growth. A portion of the bowel was resected as a result of the incorrect placement of the uphold. Another portion of the bowel was also resected for unrelated problems. According to dr (B)(6), the adverse events that came up as a result of the procedure were not device related. The patient is reportedly doing fine.

Manufacturer narrative:
"Describe event or problem" has been updated with additional information.